Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a prolapsed repair procedure on (B)(6) 2011 and mesh was implanted. The patient has experienced pelvic pain, urinary retention, nausea, weight loss, vaginal bleeding, infection, allergic reaction, and damage to the pudendal nerve. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.